Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed that one side bail cover and side bail were missing and the upper and lower cases were broken. It was also noted that one side bail cover was broken, the ring cover was contaminated, the battery drawer was broken, the keyboard was scratched and the serial number label was torn. (B)(4).

Event description:
It was reported that the right hang clip was missing on the external pulse generator and that there was damage. It was further requested that it receive its test and calibration. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.